Manufacturer narrative:
No puncture was noted; however, the sheath vacuum relief hole appeared to be bent and stretched. Visual inspection was based solely upon a review of the photograph provided by the field. The device was not returned. The reported event of needle insertion difficulty could not be confirmed because the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulties and puncture remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a puncture of the tip of the sheath was noted after encountering resistance when inserting the brk needle. When attempting a transseptal puncture, resistance was noted when pushing the needle through the sheath, and when the sheath was removed from the patient, a hole was noted on the side of the sheath tip. The device was replaced and the procedure was completed with no adverse consequences to the patient.